Event description:
Patient's IV was on pump. Pump was off. Red light above flashing and beeping. Unit plugged into wall. Smoke started coming from point-of-care unit. The nurse unplugged from wall and called biomed immediately.